Manufacturer narrative:
After secondary review of this file performed on may 5, 2025, it was decided to remove medical device problem codes, a0406 and a27, and add, a24, to more accurately capture the reported event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: hematoma. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent breast augmentation with two mentor memorygel breast implants. Post-operatively, the patient was diagnosed, via ultrasound, with right breast capsular contracture (baker grade iii). As a result, the patient underwent breast implant removal and replacement surgery on (B)(6) 2024. During the same surgery, a hematoma was found on the left breast. Subsequently, both implants were removed and replaced with the following devices: (left) 350cc mentor memorygel breast implant catalog: 3503501bc lot: 9989161 sn:(B)(6) and (right) 350cc mentor memorygel breast implant catalog: 3503501bc lot: 9989871 sn: (B)(6). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On june 30, 2025, the mentor failure analysis lab received the device for evaluation. On june 30, 2025, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. Hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at anytime, such as after an injury to the breast. Small hematomas may be absorbed by the body, while others may require surgery for drainage. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. On july 1, 2025, an analysis of the suspect medical device¿s photo was completed. Investigation summary: during visual evaluation of the image provided, some bubbles were observed in the gel. The shell wall of the implant is permeable to air, and trapped air can form bubbles with changes in pressure or temperature. When left by themselves with no changes in temperature or pressure, bubbles usually dissipate over time unless trapped by cured gel.

Manufacturer narrative:
On (B)(6), 2025, mentor became aware that it was erroneously indicated in the initial report's section b 5. Event description, that the capsular contracture was on the right breast. The capsular contracture was actually on the left breast. In addition, the patient's identifier was also provided and has been populated accordingly.